Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was notified that this patient was revised approximately 31 months after the index operation due to alleged loosening of the dynasty® biofoam® acetabular shell. The report notes that the shell appeared to have not been adequately fixed on x-ray. The explanted products were not returned to mpo for evaluation, nor were any images, radiographs, or operative notes provided to investigate the complaint. Review of the device history record (DHR) for these lots indicates that these products met all established acceptance criteria throughout manufacturing processes. Furthermore, this complaint is the first and only report involving the subject manufacturing lot. The quality of implant fixation is a known risk of total hip arthroplasty and can be influenced by component positioning, trauma, inadequate fixation, and/or tissue laxity, which is stated within the current microport hip systems package insert (150803-9). Without additional information, mpo is unable to provide conclusions regarding the alleged occurrence. There were no trends identified for this complaint. This complaint will continue to be monitored through complaint tracking.

Event description:
Allegedly, acetabular shell appeared loose on x-ray. Additional information received on 11/13/2025: the cup was explanted and replaced with a depuy cup.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.